Event description:
Three patients suffered a red lesion to right side of their mouth or lip s/p a tonsilectomy. Same md, same equipment, same or was used for all three patients. No obvious defect was noted in the equipment. Nothing unusual was noted during the case and the other equipment was checked and determined to be working appropriately.====================== manufacturer response for suction tube, electorsurgical coagulation suction tube======================at this submission, have not heard back from manufacturer